Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 151 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
There was no button error alarm noted. The unit had unresponsive up arrow and down arrow buttons due to corroded keypad traces. There was no unexpected numbers ramping noted. The unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, case, belt clip slot, battery tube threads and scratched reservoir tube window.